Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading was 120 mg/dl. Troubleshoot was performed. Customer saw a red x on the screen. Inulin pump started beeping once the battery was removed. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump error noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly on electronic board. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with corroded battery tube, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and cracked case at display window corner.